Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00528.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra engine canister (canister), and a penumbra engine (engine). During the procedure, the engine would not aspirate; therefore, the physician removed and re-installed the canister but the issue did not change. Therefore, the canister was removed. It was also reported that the jet7 kinked and would not aspirate; therefore, it was removed. The procedure was completed using a new jet7, a new canister, and the same engine. There was no report of an adverse effect to the patient.